Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "that there are issues with the yellow/gray introducer in custom midline catheter tray, ck000856. Comment is that the introducer is too flimsy to properly advance. If sufficient force is applied in attempting to puncture the skin or vessel, the grey tip of outer portion of introducer will begin to split and shred."